Manufacturer narrative:
Internal complaint reference: (B)(4). Iayman, a., duggal, a., korus, l., & tredget, e. E. (2007). Toxic shock syndrome in an adult burn patient. Burns, 33(8), 1051-1053. Doi: 10.1016/j.burns.2006.10.001.

Event description:
On the literature article named "toxic shock syndrome in an adult burn patient", it was reported that, after a acticoat dressing had been use in treatment for a burn, 1 patients, one patient presented widespread erythema, pain and difficulty breathing one week after the treatment started. During patient examination, her blood pressure dropped to 84/45 mmhg, her temperature rose to 39.3 c. Additionally patient became tachypneic, had myalgias and generalized blanching erythroderma. Also noted to have conjunctivitis and redness on her palms and the soles of her feet which became more pronounced over 48¿72 h. A wound swab taken on admission grew 4+ gram-positive cocci in clumps and she had an elevated white blood cell count at 19.6 (si units) with a neutrophil count of 18.6 (si units). Patient was confirmed to have a toxic shock syndrome (tss). To treat this tss, patient received intravenous infusion of immunoglobulins and clindamycin and vancomycin, as well as dopamine for her hypotension. The wounds were treated with gauze dressing moistened with sulfamylon solution. After 22 days of treatment, the tss resolved and the wounds were healed properly. Patient outcome is resolved since there was a follow up report that showed wounds completely healed and no other complications. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: the complaint was received as a result of issues being identified in a literature article. Due to this, no specific product details or batch/lot numbers have been available to the investigation. As a result of this, no device history review was possible. A complaint history review was performed for the product family and event description, there have been further instances in the past three years. According to the article, the devices were being used in patient treatment. The devices used for treatment have not been returned to smith and nephew for analysis. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. The clinical assessment states that no conclusions can be made from this publication as its limited to the information provided and further investigation is not possible. The article documents that following discharge there were no further complications. Since no further harm is anticipated, no further clinical assessment is warranted. The medical review could not establish a link between the product and harm within this complaint and therefore additional rmr is not required. Users of the device are advised to consult the instructions for use, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including advice on application and removal of dressings. This investigation has now been closed. No further actions by smith and nephew are deemed necessary at this stage. Smith and nephew acknowledge customer concern and are grateful for all feedback on our products, as this information is extremely valuable to us, as we are continually investigating ways to develop and improve the full range of products that we provide. We will continue to monitor for any adverse trends relating to all product ranges.